Event description:
Information was received indicating that a check clutch / plunger error was constantly alarming to a smiths medical medfusion® 3500 syringe pump. There were no adverse patient effects reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis in good condition. Visual inspection of the pump showed no external damage. The check clutch/plunger lever error was duplicated during testing. The failure mode was found to be a disconnected position pot. The root cause is unknown.